Event description:
Pt underwent an e.m.g. Examination. During the examination, pt had a witness who observed dr. Using a e.m.g. Needle with dried blood on it. Dr excused himself several times during examination, stepped out of the examination room and met with other injured workers. He shook their hands, talked with each of them and returned to examination without first washing his hands. Dr never wore any gloves during the whole eval and he did not use any medical equipment from his office but rather went outside to his car and pulled out an old-style e.m.g. Machine from the trunk of this car, dragging it over 300+ feet over asphalt driveway into his office. There was no printout or printer used on the old e.m.g. Machine but only dr writing down numbers on a scratch pad. Pt received a copy of his medical eval and identified over thirty statements by dr as fraudulent, biased, malicious, unfounded and committed under penalty of perjury. Dr's report lacked his medical license number and pt contacted attorney and requested dr's medical license number. Now 4 months later, they continue to ignore pt's requests. Symptoms: whatever dr did durng the dirty needle e.m.g. Testing, pt could not use either airm or hands for over three weeks because of the swelling. Approx three weeks after the dirty sharp e.m.g. Test pt started to feel numbness in both feet, hands and arms and it continues to date. Pt started breaking out with little sores on arms, hands, chest and back and the sores continue to date. Pt's part time room mate has also noticed small sores breaking out on their body. Dr received a copy of an e.m.g. Test report performed by a medical doctor in nov. 2003 and chose to ignore it and performed another e.m.g. Test anyway. What makes no sense is that dr's report identifies the same test results on both hands and arms including the size of both arms and forearms.